Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded.

Event description:
As per sales rep, during a left primary total hip surgery, the screwdriver tip was stripped. No adverse consequence to patient and surgery was completed with about a minute delay.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no item associated with the event was returned. Medical records received and evaluation: a review of medical records was not performed as none were provided. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review found there have been no other events for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As per sales rep, during a left primary total hip surgery, the screwdriver tip was stripped. No adverse consequence to patient and surgery was completed with about a minute delay.